Event description:
A report was received that a patient is having painful irritation at their ipg site. The pocket pain is attributed to the patient exercising and running more. The physician found nothing wrong with the site and prescribed the patient lidoderm patches. The patient is reportedly doing well.